Manufacturer narrative:
The device was in use for treatment. The lead was actively implanted for approximately 11 years, 7 months. The returned ventricular lead was received with extensive physical damage, incurred most likely during explantation. Due to the condition in which the lead was returned, a full comprehensive analysis could not be performed; and therefore, root cause of the failure could not be determined. Although root cause could not be determined, potential causes of this failure include: improper assembly or design, improper material usage, wrong type wire coiled, components not made to specification, damaged coating on tip, improper lead placement, fractured conductor filars or adhesive present on electrodes. Adequate controls are considered to be in place to account for this failure: aql inspection of components, 100% qa visual inspection for adhesive on electrodes, 100% qa visual inspection of coated tip in final inspection, and 100% qa electrical resistance measurement. A review of risk for low impedance identified the risk to be as low as possible or medium risk. A review of the device history record identified no rejects during manufacture of this lot number. The lead passed all in-process and qa final inspection before shipping to the customer, including visual, mechanical and electrical testing. A review of complaints against the lot number identified one additional complaint for threshold elevation. This complaint involved serial number (B)(4) which was actively implanted for approximately 8 years, 1 month. The instructions for use (IFU) informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the following precautions are provided in the IFU: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The IFU also provides the user product awareness. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. Associated MDR 1035166-2016-00079.

Event description:
The customer reported that the ventricular lead exhibited low impedance of less than 200 ohms, oversensing in unipolar and bipolar, and noise. As a result, the lead was capped (taken out of service) and replaced.